Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the 2.50x20 mm taxus liberte drug-eluting stent would not cross the lesion. The 90% stenosed lesion being treated was located in the severely tortuous, severely calcified left circumflex (lcx). The lesion was pre-dilated with a 1.5x15mm balloon (manufacturer unknown). The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good." However, the returned product revealed stent damage.

Manufacturer narrative:
The returned device was consistent with the complaint incident. Visual examination of the returned device revealed proximal stent damage. One strut on the third row from the proximal end was raised. Proximal stent damage is consistent with the device meeting some form of restriction on the withdrawal of the device. Visual examination of the hypotube revealed a severe kink. The kink was measured at approximately 31.5cm distal from the strain relief. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the device history record found that the device met its material, assembly, and product specifications at the time of release to distribution. Operational context would be the most probable root cause due to the likelihood that the patient anatomy or other procedural factors encountered during the procedure device performance was limited.